Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with an epithelial abrasion adjacent to flap lift during a lasik procedure. Patient noted a foreign body sensation which is worsened in the evening and painful when blinking. Upon follow up, topical steroids, topical antibiotics, topical non-steroid anti-inflammatory drops and an oral pain reliever pill are being used by the patient. A bandage contact lens was used. Symptoms are reported to be resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The root cause could not be determined conclusively. (B)(4).